Manufacturer narrative:
Citation: scott d simon, adam s reig, kellie jarcher, robert a mericle. Biomechanical attributes of microcatheters used in liquid embolization of intracranial aneurysms. J neurointervent surg 2012;4:211e214. Published online first 8 june 2011. The purpose of this study was to test catheters for detachment force from an aneurysm cast, burst pressure, burst location, and pressure under dynamic delivery pressure. Within this study, specific patient related case studies were discussed. The authors concluded that the lower detachment force catheters are ideal for liquid embolization, but their stiffness makes it less desirable for accessing smaller aneurysms or navigating tortuous anatomy. The echelon 10 should be used if it is the only catheter that can access an aneurysm because of small size or tortuous anatomy. This event was reported through literature review; therefore the echelon will not return for evaluation. There is limited device information available, including the lot number, which was not reported in the article. Without the return of the device, the cause of the reported event cannot be reliably determined. However, based on the reported information, there is no evidence suggesting that the device was defective. Per the reported information, review of IFU, and review of literature to investigate the complaint, the most likely cause for the reported event is procedure related. Attempts were made to obtain additional information, however the requested information has not been received. Should it become available, a supplemental report will be submitted. Mdrs from this event: 2029214-2017-00647 and 2029214-2017-00648.

Event description:
Medtronic received information through literature review that a patient experienced migration of the liquid embolic cast after removal of the echelon microcatheter. Multiple attempts were made to retrieve the cast, but were unsuccessful and the patient suffered a large left middle cerebral artery stroke. The (B)(6) female originally presented with a ruptured left posterior communicating artery aneurysm which was successfully coiled with complete angiographic occlusion. At the 1 year follow-up, the aneurysm had recanalized further. The 3.5mm recanalization was wide-necked and the patient was treated with onyx hd-500. An echelon-10 was selected due to the small size of the aneurysm and sharp turn required to enter the proximal side of the aneurysm. Angiogram taken before catheter removal revealed an excellent result. However, an angiogram after the catheter removal demonstrated movement of the cast. A second angiogram after catheter removal performed shortly after the first demonstrated migration of the liquid embolic cast into the distal middle cerebral artery. Multiple attempts to retrieve the cast were unsuccessful and the patient suffered a large left middle cerebral artery stroke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.